Event description:
My rapid covid test came back positive and I had to be very persistent to have my other specimen(s) sent off for the pcr test, which came back negative. I live in (B)(6) county in (B)(6). According to the hospital that collected the specimen, (B)(6) hospital in (B)(6), there is protocol between the hospital and (B)(6) county that if a rapid test comes back negative, they do not send specimen out for the pcr test. I had to go above and beyond to get that pcr test done. I do not feel that the pcr test should be an option for the county. Clearly, only relying on the rapid antigen test without backing it up with a pcr test is not the most accurate diagnostic tool. It makes me wonder, with this significant increase in positive covid cases that have relied only on the rapid antigen test, how many were actually accurate? How many families have had their lives turned upside down so money can be saved? Please call me at (B)(6). FDA safety report ID# (B)(4).